Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first two mitraclips were implanted with limited impact on the mr; mr was grade 3-4. The mean pressure gradient increased to 6 mm hg (moderate to severe) after the second clip was implanted. The physician decided to implant a third clip for further mr reduction. The mr was reduced to grade 1-2 but the mean pressure gradient was now 9 mm hg (severe). The decision was made by the physician to continue with deployment of the third clip as it was thought that the patient would do better with mitral stenosis rather than mitral regurgitation. The assumption was that the mitral stenosis could be managed with medication. The physician considered the procedure to be successful and did not believe the mean gradient would be an issue. The patient remained hospitalized after the mitraclip procedure. The next day, on (B)(6) 2019, the mean pressure gradient decreased to 7 mm hg. On (B)(6) 2019 the mean pressure gradient was 14 mm hg. On (B)(6) 2019 the mean pressure gradient was 15 mm hg. The mr remained at grade 1-2, but the patient died on (B)(6) 2019. The patient death was related to the mitral stenosis that occurred after the third mitraclip was implanted. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Based on the information available, the mitral stenosis appears to be due to procedural circumstances as the mean pressure gradient increased after the implantation of the third clip. The reported death appears to be the cascading effect of the increased mitral stenosis. The improper procedure is due to the use error of deploying the third clip despite the severe mitral mean pressure gradient (9 mm hg) that resulted in mitral stenosis. The reported patient effects of mitral stenosis and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.